Manufacturer narrative:
The lot was manufactured between april 18, 2018 and april 19, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed only at the spike port cap from the base of the spike port. The condition of leak was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A used 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was returned for evaluation and a leak from the middle port was observed. The process step in which the leak was observed by the customer was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.